Event description:
It was reported that pre-op, when setting the system up, after it had been booted on, the system monitor shut down unexpectedly while the console light remained illuminated blue. Troubleshooting was performed by hard rebooting the system (powering down, unplugging the system then re-plugging it, and powering it back on). Upon each of 2 power cycle bootups, console displayed the medtronic splash screen, then went to a blank black screen with a blinking white curser appearing in the top-left corner. The procedure was delayed by 10-15 minutes. There was no patient impact.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis of the nim console found that verified no power. Unit presented with software 1.7.5, no voltage on pi lift docking connector, defective power management board and missing screw(s)on back housing/case. Product analysis of the patient interface found that there was no fault. H6: previously applied codes fdm b21, fdr c21, fdc d16 and img g02030 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.